Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump thrombosis, stroke and thromboemboli are known potential risks associated with the use of the device as outlined in the labeling. The instructions for use addresses setting parameters for the pump power threshold, how to recognize alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to mitigate these risks. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117 . The pump remains implanted.

Manufacturer narrative:
The pump remains implanted and therefore was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple suction and low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause conclusion cannot be determined, patient and clinical factors may have contributed to the events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported the mechanical cardiac support coordinator that the patient was supposed to transfer to the telemetry unit on (B)(6) 2015 (post op day (pod) #7) when he called for help from the ICU rn and was found unresponsive in respiratory arrest. The patient was emergently intubated and taken emergently for CT scan. CT angio confirmed "basilar tip thrombosis likely embolic in nature" and "embolus in the left subclavian/axillary artery." The patient was taken to interventional radiology (ir) for thrombectomy of the basilar apex, which was successful. Follow up CT in the morning of (B)(6) 2015 showed no intracranial hemorrhage. Follow up CT in the afternoon of (B)(6) 2015 showed stable subarachnoid hemorrhage likely related to the thrombectomy. Follow up CT the following morning, (B)(6) 2015 showed improvement and no further bleeding. The patient was extubated that evening. He remained "somnolent but following simple commands." It was further reported on (B)(6) 2015 that he is "very pulsatile" with doppler blood pressures between 70 and 90; "hard to assess for heart failure symptoms as patient is recovering from acute stroke." An attempt was made to turn the vad up by 20 rpms but the patient started having a lot of suction alarms that so far, have resolved since decreasing the speed again. The site suspects the embolus came from one of two sources, clot in the aortic root or left subclavian/axillary artery, "but aren't sure if it went through the pump or if the pump is developing the clot." It was reported that the power seems unchanged. Preliminary manufacturer log files showed suction alarms starting (B)(6) 2015, low flow alarms since (B)(6) 2105, with low flow alarms set to 2.0 lpm.